Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2014 with the following findings: review of the pump history did not reveal any records of alarms outside the range of normal usage. The total daily dose added up to correctly reflect the user¿s programmed basal target confirming the pump delivered insulin accurately through the last date of use. The pump was exercised for 24 hours and was found to be operating within the required specifications and delivering accurately. Investigation was unable to duplicate the alleged inaccurate delivery issue.